Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturing representative (rep). It was reported that the rep had never become aware of the fact that the ins had shifted, nor believes it had been shifted to this date. The rep met with the patient 2 weeks ago. The ins site did not look shifted and nor did it to the hcp. Patient did not complain of this during the appointment. The hcp turned the system back on in order to get the migraines back under control. The patient had the system off for a long time, unsure how long. The rep is not sure if the migraines have resolved. The rep has contacted the patient but could not get through, the patient is in florida. The rep advised the patient to follow up with their hcp regarding migraines and provided the patient with contact information of patient services in florida. No further patient symptoms or complications were reported in this event.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 37712, serial# (B)(4), implanted: (B)(6) 2010. Product type: implantable neurostimulator refer to regulatory report #3004209178-2017-14989. The patient had two implanted systems and it was not clear which issues pertained to which implanted system. The referenced report pertains to the patient¿s other system. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient. It was reported that the patient met with a manufacturer representative about a week prior to the date of this report and was told that their left implantable neurostimulator (ins) had shifted. The hcp had no other information about the issue. It was further reported that the patient was experiencing migraines for the past several weeks as well. The hcp noted that the patient always had migraines, which was the reason for getting their ins, but that their current migraine started in (B)(6) 2017. The caller was redirected to follow up with the patient¿s managing hcp. No further complications were reported or anticipated. Indication for use is headache.